Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that high blood glucose (bg) levels that reached 285mg/dl and noticed that there was a bent/kinked tubing. No further information available.

Manufacturer narrative:
E1: patient country: united states.